Event description:
The customer reported via phone call that she heard the pump beep and then the pump shut down. Customer stated that it beeped 3 times and had an unexpected restart alarm. Customer stated that she cleared the alarm and it showed that the battery was full but the reservoir was empty. Customer pushed the down arrow button and nothing happened. Customer hit the act button and the screen went black. Customer's blood glucose at the time was 325 mg/dl. Customer has not treated and ate about an hour and a half ago. Customer stated that she works in the emergency room and will treat if necessary. Customer declined troubleshooting for her high blood glucose. Customer called back and stated that she inserted a new battery into the pump and the display did not return. Customer was advised that the pump will need to be replaced due to the blank display. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.